Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using a stago analyzer. The laboratory did not know the name of the reagent used. Patient 1: the meter result as 9:30 am was 4.4 inr. At 9:45 am, the laboratory result was 2.9 inr. Patient 2: on (B)(6) 2021 at 11:30 am, the meter result was 4.0 inr. At 11:45 am, the laboratory result was 3.0 inr. The customer opened a brand new box of strips and repeated the test on patient 2. A result of 4.0 inr was obtained. The specific time of the test was not known. The therapeutic range for both patients was 2.0-3.0 inr and both patients test every two weeks.

Manufacturer narrative:
The date and time on the meter were not set correctly. Four vials of the customer's test strips were provided for investigation where they were tested using a retention meter and retention controls. Vial 1 testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, and qc 3: 2.9 inr. Vial 2 testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, and qc 3: 2.9 inr. Vial 3 testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr, qc 2: 2.9 inr,and qc 3: 2.8 inr. Vial 4 testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, and qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."